Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was almost 500 mg/dl and other relevant blood glucose levels were 493 mg/dl and 97 mg/dl. Customer stated that the sensor had calibration not accepted alert followed by change sensor alert and also had sensor glucose versus blood glucose issues. Customer stated that they were using auto mode of insulin pump at the time of event. Customer declined for troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.